Manufacturer narrative:
Medtronic received the following information from a journal article entitled; eleven-year experience treating blunt thoracic aortic injury at a tertiary referral center mccurdy m.c, faiza. Z, namburi. N, hartman j .t, corvera s. J, jenkins. P, timsina r.l (&) lee s. L ann thorac surg 2020;110:524-30 https://doi.org/10.1016/j.athoracsur.2019.11.046. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts and non mdt stent grafts were implanted in the endovascular treatment of blunt traumatic aortic injuries on unknown dates. The following adverse events were reported; pulmonary complications, infections, cardiac arrest, deep vein thrombosis patient mortality was reported but there is no causal link that any patient death was as a result of a malfunction or deterioration in the performance characteristics of a mdt stent graft.